Event description:
It was reported the device had an approximately 1.6 second pause when the device was in aair mode. The patient is asymptomatic and the caller wanted to know if changing blanking would help. Technical services informed the caller that changing the blanking will not help because possible oversensing occurs much later than blanking period of 150 ms. Oversening could be the issue and it was recommended to try duplicating the issue in the office. Additionally, technical services suggested they check for electrical magnetic interference (emi). No reprogramming will be done at this time as the patient is asymptomatic. It was later reported that the device was explanted and replaced because an elective replacement indicator was triggered. The right vetricular lead was capped and replaced due to high/unstable/variable threshold. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported the device had an approximately 1.6 second pause when the device was in aair mode. Manufacturer's technical consultant reported oversening could be the issue and it was recommended to try duplicating the issue in the office and to check for electrical magnetic interference (emi). No reprogramming will be done at this time as the patient is asymptomatic. No patient complications were reported as a result of this event.